Manufacturer narrative:
Physio-control further evaluated the removed user interface pcb assembly and physical damage was determined to be the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device display was blank. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's front, top and bottom case and the devices user interface pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device display was blank. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.